Event description:
The customer reported that she was hospitalized due to diabetes ketoacidosis, with a blood glucose reading of 1000 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that she had been taking steroids due to a condition that she was diagnosed with just days prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.